Manufacturer narrative:
On 19-oct-2021, mentor receive additional information regarding the replacement devices. The replacement devices are two 500cc mentor smooth round high profile prostheses (catalog #: 3503500, left serial #: (B)(6), right serial #: (B)(6)). On 5-nov-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-nov-2021, the investigation on the suspected medical device was completed. Investigation summary : the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 600cc mentor smooth round moderate plus profile prostheses and experienced left-sided deflation and right-sided anisomastia postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified 500cc mentor saline breast implants on (B)(6) 2021. This report is for the right-sided prosthesis.